Event description:
It was reported that the patient experienced signs of motor loss through lower limbs following a scs trial. CT scan showed no signs of epidural bleed, but air cavity in spinal cord was seen at t6. Surgical intervention took place on (B)(6) 024 where in the leads were removed to address the issue. Reportedly, patient has been slowly regaining some motor function in legs. Patient underwent MRI scan. Patient will be moved to rehab ward. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3186 , UDI: (B)(4), serial: (B)(6), batch: t00005760.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.